Manufacturer narrative:
On 11/30/96, dr. Implanted a 21mm aortic st. Jude medical mechanical heart valve sjm masters series (model 21ahpj-505) on 2/18/97, another dr. Explanted this valve due to bacterial endocarditis. Organism which was identified in cultures was an enterococcus, sensitive to streptomycin and ampicillin. Dr. Stated that there did not appear to be vegetations on the valve at time of explantation, and pt did not recently undergo any medical or dental procedures. Pt's postoperative health status was reported as stable. Valve was received by co. Sewing cuff itself was brownish-white in color, contained several blue sutures. Several pledgets and portions of sewing cuff was observed to be floating freely in liquid solution. Rotation mechanism was observed through one cut in portion of sewing cuff which remained attached to orifice of valve. A large chip was detected on bottom rim of orifice, to left of index point. This chip was most likely result of explant. A small amount of a granular substance, appearing to be blood or body fluid, was observed on carbon surfaces of valve. Both leaflets were noted to open and close normally. Pathologist stated that at time of his examination, considerable dissection had obviously been performed on sewing cuff, resulting in removal of much of fabric of sewing cuff, including some sutures, pledgets, and small amounts of grossly normal fibrous tissue. Pathologist stated that no abnormalities were observed in this dissected material. Valve itself was found to be grossly normal. No reactions were present on sewing cuff portion which remained attached to orifice of valve. Valve had no abnormal operation. Valve operated satifactorily, without leaflet or hydrodynamic malfunctions. Sterilization verification was completed by co. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of MFR. Results of investigation indicated valve performed in accordance with st. Jude medical's specifications, as supported by testing performed at st. Jude medical heart valve div. Streptomycin- and ampicillin-sensitive cocci observed by dr. Reed were not detected at time of return of valve, as supported by dr titus. Cause of endocarditis remains unknown; however, it was not due to an intrinsic valve defect, as supported by sterilization verification.

Event description:
This valve was explanted due to endocarditis.